Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery alarm. The customer¿s blood glucose level was 333 mg/dl at time of incident. The customer stated that the customer alleges pump was under delivering when he puts the right amount of bolus in it does not do the job. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.